Event description:
It was reported that when an asymptomatic patient presented in clinic, intermittent undersensing was observed on a stored vt episode. Insulation anomaly was also noted. The lead was capped and replaced. The patient was in good condition after the procedure.